Manufacturer narrative:
Additional narrative: this complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Solution femoral stem fractured mid stem requiring removal and revision of the stem. Fracture distal tip of prosthesis and loose proximal prosthesis.

Manufacturer narrative:
This complaint remains under investigation. Depuy will notify the FDA of the results of the investigation once it has been completed.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Update rec'd 20-nov-2016: medical records received. After review of the medical records for MDR reportability, the revision operative note indicated pain, fractured stem (unknown date), loose stem, and heterotopic ossification. While trying to remove the distal end of the stem a bone fracture occurred. The fracture was cabled. It should be noted that operative note indicated a well fixed stem and a loose stem, at this time the stem is being considered loose.

Manufacturer narrative:
The complaint states case retrospectively logged to capture patient's first revision on (B)(6) 2013. Solution femoral stem fractured mid stem requiring removal and revision of the stem. Fracture distal tip of prosthesis and loose proximal prosthesis. Operative report available. Please note that this case is related to (B)(4) which captures the patient's 2nd revision surgery on (B)(6) 2016 - (B)(4). A complaint database search and review of manufacturing records did not identify any anomalies. Without further information the root cause of the complaint cannot be determined. The complaint shall be closed with an undetermined conclusion; entered into the complaints database and monitored through trend analysis. If further information is received the complaint shall be reopened and investigated further. Post market surveillance is per (B)(4). Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.